Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor error detected alarm. Customer¿s blood glucose level was 83 mg/dl. Customer reported that they were unable to turn off the alarm. Customer reported that the insulin pump was exposed to high magnetic field. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded motor home switch.